Event description:
It was reported to philips that the device experienced defib test failure. There was no report of patient involvement. Upon evaluation of the device, the reported issue was confirmed and the cause was traced to the charge condenser being defective, and hv capacitor energy low. Based on the conclusion of the evaluation, it was determined that this was a malfunction of the capacitor assembly. The part was confirmed shipped to the customer for replacement to resolve the noted issue. The device remains at the customer site. There is no indication of a systemic problem. No further investigation or action is warranted.